Event description:
It was reported that the customer received an undefined cartridge alarm an hour after changing the cartridge. Customer's blood glucose level was not impacted by the event. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.